Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 25-feb-2026.a review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25224c.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 73-year-old male patient with bell's palsy and elevated troponins. There was no additional patient information. Return product is not available for investigation. Method date collected tested results sample positive/negative: I-stat, 12/18/2025, 2315, 0012, 543.1 ng/l, a, positive. I-stat, 12/18/2025, 2343, 0016, 580.8 ng/l, b, positive. I-stat, 12/19/2025, 0318 0323, 860.6 ng/l, c, positive. Lab, 12/19/2025, 1107, 1218, 4 pg/ml, d, negative. Positive cut-off value for I-stat hs-tni test: 28 ng/l. Positive cut-off value for comparative instrument: 54 pg/ml. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile, 90%, ci. Sex n, (ng/l, pg/ml), (ng/l, pg/ml). Female 490, 13, (10, 17). Male, 404, 28, (19, 58). Overall, 895, 21, (14, 30).